Event description:
The customer reported that the system's left monitor is not working correctly. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The voltage going to the monitor was checked. The fuse holder and the left monitor were replaced. The system was tested and found to be working as intended and put back into service.